Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons stopped working for a while and was unable to bolus. The customer's most recent blood glucose was 6.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic assembly. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to button keypad anomaly. The motor assembly found with traces of corrosion per visual inspection. Device was received with cracked case on the back at the battery tube area. Device was received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay texture damaged.